Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located in the left middle cerebral artery (mca) m1 segment. During the procedure after two passes with the subject device, a follow-up angiography indicated that a vessel dissection occurred in the petrous segment of the left internal carotid artery (ica). Verapamil was administered intra-arterial to exclude the possibility of vasospasm. A repeat angiogram showed further worsening of the clot burden associated with the abnormality, confirming the dissection; therefore, 650 mg of aspirin was administered and an unknown type of stent was then placed across the site of the dissection. A follow-up angiography showed good wall apposition of the stent; however, the presence of a mild clot formation along the lumen of the stent was noted which was treated with manual aspiration along the inner lumen of the stent, followed by balloon angioplasty. The final angiographic views confirmed stent patency and the sheath was left in place. The following day a follow-up angiography before sheath removal showed full patency of the stent with no evidence of in-stent thrombosis. The event was reported to be related to the procedure and unrelated to the subject device.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located in the left middle cerebral artery (mca) m1 segment. During the procedure after two passes with the subject device, a follow-up angiography indicated that a vessel dissection occurred in the petrous segment of the left internal carotid artery (ica). Verapamil was administered intra-arterial to exclude the possibility of vasospasm. A repeat angiogram showed further worsening of the clot burden associated with the abnormality, confirming the dissection; therefore, 650 mg of aspirin was administered and an unknown type of stent was then placed across the site of the dissection. A follow-up angiography showed good wall apposition of the stent; however, the presence of a mild clot formation along the lumen of the stent was noted which was treated with manual aspiration along the inner lumen of the stent, followed by balloon angioplasty. The final angiographic views confirmed stent patency and the sheath was left in place. The following day a follow-up angiography before sheath removal showed full patency of the stent with no evidence of in-stent thrombosis. The event was reported to be related to the procedure and unrelated to the subject device.